Manufacturer narrative:
One nanotite implant (bnst411) was returned with an unknown healing abutment for investigation. Visual inspection of the as returned implant identified signs of use within the external threads of the implant. The internal hex and collar of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. Appropriate documentation was reviewed. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. The DHR and sterilization operation record was not electronically available for the subject lot number (2018011351) thus could not be further reviewed at the time of investigation. A notification to product development has been sent and requested to pull the full paper DHR for review. The pce will be reopened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported events. Since the DHR and the sterilization operation number were not available, a search in the "nc tracking and list of defects" database was conducted with the lot number to discover any non-conformances related to the reported events and subject lot number. No non-conformances were found for the subject lot number. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the patient presented with an abscess with suppuration. The implant removed and bone graft/membrane was placed. The patient symptoms related to the event is bone loss, pain, wound dehiscence, inflammation and healing delay.